Event description:
It was observed that during the device evaluation, the subject device exhibited broken fiber bonding in the outer tube area (distal end) and there are stripes in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely there were stripes in the image due to a broken video cable. A root cause for the damaged fiber bonding in the distal end could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.